Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer's blood glucose was 138 mg/dl while the sensor gave a reading of 40 mg/dl. Customer stated he would call back for further assistance.